Event description:
The patient, with a history of metastatic pheochromocytoma, presented for a CT cryoablation of lumbar vertebral body and sacral tumors. Four cryoprobes were inserted into the lesions (s1, s2 and l2). Using intermittent CT fluoroscopic guidance an osteo-site bone biopsy set was placed through the l2 vertebral body from the left. The needle was removed and the cryoprobe was placed. An additional osteo-site needle was used to develop a track to the lesion via the right l2 pedicle. The osteo-site was removed and a cryoprobe was inserted which crossed the previously placed probe. The cryoprobe that suffered damage was the probe placed from the left. Osteo-site needles are used to create the track for the placement of the probes. The osteo-site needle is then removed and the probe is inserted through the track. The placement of the probes was confirmed by CT imaging. The argon gas was turned on at 20% for the cryoprobes placed in the l2 lesion. Approximately 20-30 seconds later there was immediate neurologic and vital sign deterioration. The procedure was stopped, the probes were removed, and resuscitation was attempted unsuccessfully.

Manufacturer narrative:
Healthtronics will request return of product, photographs, and the product serial number from the hospital. A follow-up report will be filed. Not returned to manufacturer.

Manufacturer narrative:
Following several requests for additional information, healthtronics was notified by the (B)(6) that they are not prepared to allow non-mayo providers to evaluate the device. Additional patient information was provided (age, gender, weight). The (B)(6) also notified healthtronics that the autopsy report lists gas embolism as the primary cause of death. Product serial number was also provided. Device not made available.